Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with this complaint and completed investigations. The reported issue was confirmed and replicated. The unit was tested on an in-house system and triggered no errors but failed on tornado up button test. The unit was also tested on the patient side cart fixture test platform (pftp) and failed the insertion button on tornado up. Upon further investigation, there was not physical damage, but there was fluid intrusion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulator (usm) 3's patient clearance button was not working correctly. It was stated the button allowed the tornado joint to move down but would not allow it to go up. The technical support engineer (tse) walked customer through moving the distal set up joint (suj) through its range of motion and attempting to use the patient clearance button. Therefore, customer then performed a hard power cycle on the patient side cart (psc). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with the 3 arms the doctor typically uses. The patient was not affected negatively in any way. The case did not open. The range of motion at the elbow was manipulated on arm two to accommodate the necessary clearance.